Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID bi71000181, lot number: unknown product ID bi71000615, lot number: unknown, product ID bi71000438, lot number: unknown product ID bi71000210, lot number: unknown, product ID bi71000186r, lot number: unknown product ID bi71000432, lot number: unknown, product ID bi71000522, lot number: unknown product ID bi71000608, lot number: unknown h3/h6: the system was serviced in the field and the mobile view station (mvs) started board was faulty and the uninterruptible power supply (ups) would not power up. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system displayed 3d mode disabled. They tried a reboot, but there was no change.